Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device could not be secured due to midsection and backend separating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery, it was observed that the attachment device did not hold onto the motor device while in used together. During in-house engineering evaluation, it was observed that the cutter device could not be secured due to midsection and back end were separating. There were no delays in the surgical procedure as identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.